Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott's post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. Per the compatibility guide, the reported configuration of ios 18.2 is not compatible with the customer's reported application. This guide is available to the user on the websites where the product is launched. The device mfg date is unknown. The date in section h4 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: abbott has not updated the mobile app/sensor for the freestyle libre 3 since ios 17.5. Apple is currently at ios 18.2. My husband upgraded to the iphone 16 pro max yesterday evening, and it automatically updated to ios 18.2 at set-up. The sensor doesn't work. I have screenshots showing it still working on his own phone, not working on the new phone, and on the compatibility guide. His phone is provided by his company. He has to return the old phone so can't keep it just for the sensor. We pay out of pocket monthly for this sensor since my husband can no longer prick his fingers to test his blood sugar. It is absolutely unbelievable that abbott and the app developers would be this negligent. This has potentially life altering consequences for my husband which could also be life threatening. Action needs to be taken. Adc customer service was unable to successfully contact the customer. Based on the information provided, there was no report of serious injury associated with this event.